Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The samples were repeated on the veritor. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that customer reported a false positive result on a test cartridge after 60 minutes of incubation."

Manufacturer narrative:
H6: investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1153341. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported issue was unable to be confirmed. No trend against false positive results was identified. The root cause was determined to be a failure to follow proper testing methodology. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The samples were repeated on the veritor. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reported a false positive result on a test cartridge after 60 minutes of incubation."